Event description:
The hospital reported that after an endoscopic vein harvesting procedure, it was observed that the vaso view hemopro appeared to have made a small pin-hole burn on the patients lowe leg. The pa doing to harvesting cleaned the area and dressed the leg. The patient is doing fine.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).